Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the index procedure that took place on (B)(6) 2008 was to treat a lesion located in the right posterior descending artery that was 90% stenosed, with a non-abbott stent. On (B)(6) 2009, a 2.5x15 mm unknown promus stent was implanted in the distal right posterior descending artery for treatment of a new 80% stenosed lesion. On (B)(6) 2012 the patient suffered a myocardial infarction. Angiography revealed stent edge restenosis of the previously deployed promus stent and the patient underwent revascularization of the restenosed stent with balloon angioplasty and stenting. No additional information was provided.

Event description:
It was reported that the index procedure that took place on (B)(6) 2008 was to treat a lesion located in the right posterior descending artery that was 90% stenosed. An unknown promus stent was implanted for treatment of the stenosis. On (B)(6) 2012 the patient suffered a myocardial infarction. Angiography revealed stent edge restenosis of the previously deployed promus stent and the patient underwent revascularization of the restenosed stent. No additional information was provided.